Event description:
It was reported that one flogard infusion pump was observed with the condition of "not function". There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The customer reported problem of "does not function" was confirmed in the sample evaluation as an air in line alarm. The cause of this condition was the air in line sensor being out of calibration. The air in line sensor was recalibrated in order to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.